Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the product code and lot number req to review the device history records were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The need for corrective action is nindicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised due to loosening of the tibial tray causing it to tip into excessive posterior slope.